Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microfine plus pen needle 31g x 5mm experienced a case of the outer cover being unable to attach to the pen, and a case of the device not functioning. The following information was provided by the initial reporter: the outer cover was loose and a pen needle could not be attached to the pen.

Manufacturer narrative:
H.6. Investigation: one open 31g x 5 mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue was caused by an interference fit between the hub and cover. H3 other text : see h.10.

Event description:
It was reported that bd microfine plus pen needle 31g x 5mm experienced a case of the outer cover being unable to attach to the pen, and a case of the device not functioning. The following information was provided by the initial reporter: the outer cover was loose and a pen needle could not be attached to the pen.